Manufacturer narrative:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on 03/04/2019. The lens was explanted on 03/05/2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The reporter indicated the cause of the event was unknown. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged and the problem was resolved. The reporter indicated the cause of the event was unknown.